Manufacturer narrative:
Concomitant medical products: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3387s-40, lot# v595266, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a "power-on-reset" (por) condition after receiving radiation treatment. Later that day it was reported that there was a "call your doctor" icon displayed on the programmer and a por condition after radiation treatment on (B)(6) 2013. The medtronic representative was going to meet with the patient at the clinic to clear the por condition. It was unknown where the patient was receiving radiation and if it was close to the implantable neurostimulator (ins). Ten days later it was reported that the issue had been resolved by turning the ins on with the clinician programmer. No intervention was necessary. It was stated that the patient was "doing well." No further information was provided.